Event description:
Boston scientific received information that this patient presented for a normal follow up visit and this right ventricular (rv) lead was exhibiting impedance measurements greater than 2000 ohms. Isometrics and pocket manipulation have not been performed. There is no noise, r-wave measurements are 20 mv and threshold measurements are 2.8v. The caller does not have the history of threshold measurements so it is unknown if this is stable or an increase. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant stated that in discussed getting the patient's history of threshold measurements. The consultant stated that if they are unable to get that then he advised considering a lead revision or monitoring the lead for further degradation of lead diagnostics. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
----

Manufacturer narrative:
Additional information was received stating that a revision procedure was performed one week later. The physician tightened the device setscrews which resulted in an impedance measurement of 500 ohms and resolved the reported clinical observation. The caller also mentioned that she thought they had one year's worth of trending data. However, when they printed out the data it only showed the last three months of impedance measurements. A boston scientific technical services consultant explained to the caller even though you can see a year's worth of data on the screen, only three month's worth of data can be printed out. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.